Event description:
The following was reported to the hamilton medical ag: during ventilation alarms tf- tf-446029, 446015, 1746004, 1446029, 1485001. Ventilátor skipped to ambient mode. After switch off and on, ventilator worked right again after switch off and on.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the failure "ventilation cancelled (tf1485001, 1446029,1746004, 446015, 446029)" have been identified in the log file . The panel connection lost event was most likely caused by a single, brief break in the physical connection between the ventilation unit and the interface panel. The partner's engineer replaced the main board and verified that the device was functioning as intended.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective mainboard. In consequence the mainboard was replaced. There was no patient or user harm reported.

Event description:
The following was reported to the hamilton medical ag: during ventilation alarms tf-446029, 446015, 1746004, 1446029, 1485001. Ventilator skipped to ambient mode. After switch off and on, ventilator worked right again after switch off and on.

Event description:
The following was reported to the hamilton medical ag: during ventilation alarms tf- tf-446029, 446015, 1746004, 1446029, 1485001. Ventilátor skiped to ambient mode. After switch off and on, ventilator worked right again after switch off and on.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the failure "ventilation cancelled (tf1485001, 1446029,1746004, 446015, 446029)" have been identified in the log file . The panel connection lost event was most likely caused by a single, brief break in the physical connection between the ventilation unit and the interface panel. The partner's engineer replaced the main board and verified that the device was functioning as intended.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: no patient harm reported. Investigation initiated. Investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: during ventilation alarms tf- tf-446029, 446015, 1746004, 1446029, 1485001. Ventilátor skiped to ambient mode. After switch off and on, ventilator worked right again after switch off and on.